Manufacturer narrative:
(B)(4).

Event description:
It was during ongoing use, the left ventricle (lv) lead had dislodged. High capture threshold values were observed along with noisy signals, and loss of capture was also observed. Upon explanting the lead, insulation damage was noted, and a hole was seen in the lead. A new lead was placed, and the damaged lead will be returning for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection of the lead was performed and revealed that there was body fluid/blood in the lumen, and a cut was observed in the insulation. The lead tip was intact and undamaged. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the reported allegation of high threshold issue, noisy signals, or loss of capture, as the lead passed electrical testing. The allegation of dislodgment could also not be confirmed, as lab observations, and the field report were insufficient to verify dislodgement. Laboratory analysis was able to confirm insulation damage as a cut was observed 188mm from the terminal pin, through to the e1 lumen patient code 3191 captures the reportable event of surgery.

Event description:
It was during ongoing use, the left ventricle (lv) lead had dislodged. High capture threshold values, noisy signals, and loss of capture were all observed. Upon explanting the lead, insulation damage was noted, and a hole was seen in the lead. Therefore, a new lead was placed. No adverse patient effects were reported. Additional information: this report has been updated to include final analysis results.